Event description:
It was reported that, after surgery performed about a half a year ago, it was found that the intertan 10s 10mm x 26cm 125d left was broken on (B)(6) 2022. A revision surgery with s+n slmia was performed on (B)(6) 2022. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, this case reports, approximately 6 months after surgery, a broken nail component was found, and a subsequent revision was performed. An intraoperative photo of the broken device was reviewed, however does not provide insight into the root cause of the breakage. Reportedly, during the revision, the broken nail was revised with a different smith and nephew component (slmia). The patient¿s current health status is unknown and no additional clinically relevant information was provided. Without the requested information, the root cause of the reported nail breakage cannot be definitively concluded and the patient impact beyond the reported device breakage and revision/conversion to tha cannot be determined. The patient¿s current health status remains unknown, therefore no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for nail system revealed that fracture of the implant has been identified as a possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00093303-1

Event description:
It was reported that, after surgery performed on (B)(6) 2021, it was found that the intertan 10s 10mm x 26cm 125d left was broken on (B)(6) 2022. A revision surgery with s+n slmia was performed on (B)(6) 2022. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fracture into two pieces, rendering the device inoperative. Both pieces were returned. The lab analysis concluded that from the analysis conducted during this investigation, it was concluded that the intertan 10s 10mm x 26cm 125d nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No manufacturing or material deviations were found during this investigation. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports, approximately 6 months after surgery, a broken nail component was found, and a subsequent revision was performed. An intraoperative photo of the broken device was reviewed, however does not provide insight into the root cause of the breakage. Reportedly, during the revision, the broken nail was revised with a different smith and nephew component (slmia). The patient¿s current health status is unknown and no additional clinically relevant information was provided. Without the requested information, the root cause of the reported nail breakage cannot be definitively concluded and the patient impact beyond the reported device breakage and revision/conversion to tha cannot be determined. The patient¿s current health status remains unknown, therefore no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery to treat this event. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. This issue was evaluated through our internal quality process and determined the device to be within specification. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fracture into two pieces, rendering the device inoperative. Both pieces were returned. The lab analysis concluded that from the analysis conducted during this investigation, it was concluded that the intertan 10s 10mm x 26cm 125d nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking was likely caused by the nail bearing cyclic stresses more than the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No manufacturing or material deviations were found during this investigation. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports, approximately 6 months after surgery, a broken nail component was found, and a subsequent revision was performed. An intraoperative photo of the broken device was reviewed, however does not provide insight into the root cause of the breakage. Reportedly, during the revision, the broken nail was revised with a different smith and nephew component (slmia). The patient¿s current health status is unknown and no additional clinically relevant information was provided. Without the requested information, the root cause of the reported nail breakage cannot be definitively concluded and the patient impact beyond the reported device breakage and revision/conversion to tha cannot be determined. The patient¿s current health status remains unknown, therefore no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery to treat this event. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. This issue was evaluated through our internal quality process and determined the device to be within specification. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.